Event description:
The field engineer reported that the system displayed a generator error message. The system automatically shuts down when this occurs. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system battery, xrc battery and sbc were replaced. The system was then found to be operating as intended.